Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician was unable to cannulate the coronary sinus. Upon removal of the right atrial (ra) lead from the vein, the physician stated there may have been some damage to the lead, as the helix had extended beyond the tip after removal without the physician's input. Upon testing the helix outside of the patient, it was unable to extend and retract. A different ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.